Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a cracked case and was non-functional. It was indicated that the lower case was broken and that the keypad had intermittent operation. It was also indicated that a case screw was contaminated and that the output connector assembly was broken. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked case and was non-functional. The epg was returned for service. There was no patient involvement.